Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/31/2025, it was reported by a sales representative via email that two 2.4 mm val screws went through an ar-8916vsr-05 volar distal radius plate during insertion. The entire construct had to be removed in order to change plates. The plates were changed to a wide plate and the surgeon re-drilled and re-sized the screws. This was discovered during a distal radius fracture procedure on 4/15/2025, additional information was received on 4/15/2025: nothing broke inside the patient. The case was successfully completed with a new plate and screws. However, the procedure was delayed by approximately forty-five minutes, requiring the administration of additional anesthesia. Additional information received on 6/3/2025: a total of five products were received. An ar-8916vsr-05 volar distal radius plate, an ar-8724v-20 low profile va locking screw, an ar-8724v-22 low profile va locking screw, an ar-8724v-28 low profile va locking screw, and an ar-8935-18 low profile non-locking screw.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. It was concluded that there is no allegation against part ar-8935-18. No problem found. One unpackaged ar-8935-18 batch unk was received for evaluation. Visual inspection revealed damage to the hexalobe hole. No damage was observed on the threaded body of the screw. Functional testing was not performed, as the device is directly screwed into the bone. It was concluded that there is no allegation against part ar-8935-18.